Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was low impedance and there is a "suspect insulation issue". The right ventricular (rv) lead (model 4024) and the atrial lead (model 5076) were capped and replaced. No patient complications have been reported as a result of this event.